Manufacturer narrative:
Fse bleached internal electrodes (wbc & rbc) and adjusted wbc aperture voltages up about 3-5 volts. As part of a retrospective review, this event was determined to be reportable.

Event description:
Customer called on (B)(6) 2011 reporting that 8 patient samples generated false positive nucleated red blood cells (nrbc) results of >2% on coulter lh 750 hematology analyzer over several different days and the results were reported out of the lab. Customer mentioned that each of the patient sample results had instrument generated 'r' flags. Per instrument's instruction for use labeling, 'r' flag is generated on the instrument to advise the operator to "review the result. Special handling is required for editing a result flagged with r. Any parameter derived from an r-flagged parameter cannot be calculated until the r-flagged parameter is edited. R flags may also indicate a system alarm occurred such as a flow cell error. Check the event log for details". Customer reported when the samples were rerun, nrbc results were at 0%. Additionally, no nrbcs were observed by manual scan. The corrected results were then reported and no injuries occurred nor was treatment given or withheld because of these results. Customer provided instrument printouts for five different patients and this report is for one of the patients. Customer did not provide results from the rerun. Please see medwatch #1061932-2011-02419, 1061932-2011-02420, 1061932-2011-02431, 1061932-2011-02434 for the reports on the other 4 patients. Field service engineer (fse) was dispatched and noticed heavy brown buildup seen on internal electrodes. Fse proceeded to bleach internal electrodes (wbc & rbc), ran latex particles and adjusted wbc aperture voltages up about 3-5 volts. Fse noticed that the wbc histogram has shifted back to its normal position. Fse ran patient samples and nrbc values were 0%.